Event description:
The lay user/patient contacted lifescan in 2007, and alleged that her one touch ultrasmart meter kept giving the error 5 message. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported, that she attempted to test on the meter at 7:00 am, but obtained an error 5 message. It is unknown as to when the error 5 issue started. An hour later at 8:00 am, she started experiencing symptoms that were "mix of both high and low sugar" and she felt like she was "floating, shaky, thirsty, dry mouth, and pale face." She thought that these symptoms were of low blood glucose, but "was not completely sure." She ate 2 bowls of "sugar cereal" and then took a few units of insulin (unknown exactly how much she took, what type of insulin, and if this was an extra dose or her set amount). However, she mentioned that she was "scared to take too much" insulin. The patient then went to work and was still "feeling bad." She ate fruit and checked her blood glucose level on her co-worker's meter, which was "very high" (exact result not provided). It is not known if she received medical attention after this or administered any self-treatment. At the time or troubleshooting, it was verified that this was not a new product. The patient's testing technique was reviewed to be correct and the test strips were in good condition. She was asked to retest with a new vial of test strips, but the patient did not have a new vial. This complaint is reported because the patient alleges she was not able to test on the meter due to the alleged issue and she later became hyperglycemic after treating herself with food. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.